Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-1922bcm biocomposite pushlock was received for investigation. Visual evaluation of the returned device noted no apparent issues with the device. Functional testing was performed with a bone block and it was found the device functions as intended as the anchor was able to be set successfully within the bone block. No problem was found with the returned device. Refer to investigation photos.

Event description:
It was reported that during a cuff surgery while drilling prehoal to get the anchor down, turning counterclockwise as instructions says but when pulling up the anchor follows along. Two anchors failed and the third one they did not want to keep it. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.